Manufacturer narrative:
Product analysis: the valve remains implanted and the dcs was discarded by the customer; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Information references the main component of the system. Another relevant device is: product ID: [enveor-n-us], serial/lot [(B)(4)], use by date [2018-11-22], UDI [(B)(4)]. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was placed and deployed in the appropriate position. After release of the valve and during removal of the delivery catheter system (dcs), the nose cone caught an outflow crown and the valve was pulled up above the annulus into the ascending aorta. The valve was snared and pulled into the descending aorta where it remained in stable position. A decision was made to implant a second non-medtronic transcatheter valve due to the nature of the anatomy. The patient¿s aortic anatomy was reported to be highly tortuous and horizontal. No adverse patient effects were reported.